Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that the aligners are pressing so hard into the patient's gums above their front teeth that their gums are turning black and very painful. They also reported that their bottom teeth have not moved at all.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.